Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a constant tone on their insulin pump. Customer stated the tone was a high pitched noise. The customer was advised to remove their battery for five minutes and insert a new battery. Customer stated the tone did not disappear. The customer was advised to remove their battery for two hours. Customer stated they were able to clear the constant tone on their insulin pump, but now their buttons were unresponsive. Customer's blood glucose was over 300 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected audio beep anomaly noted. The insulin pump passed self-test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.